Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, it was noted that the left ventricular lead had no capture and right ventricular lead had high threshold. A chest x-ray was performed, and it showed that the right ventricular lead pulled back into the proximal right ventricular chamber and the left ventricular lead had moved from the lateral coronary vein to the superior vena cava. Both the leads were explanted and replaced. The patient was discharged and sent home in good condition.